Event description:
It was reported that the unit was disabled. There was reportedly no patient involvement. There was no patient involvement.

Manufacturer narrative:
It was reported that the device did not pass the operational test. There was patient involvement. A quote for service was sent to the customer. The customer did not respond, the quote expired, and the case was closed. Philips is unable to rule out that a malfunction did not occur. As the evaluation was not performed, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. H3 other text : device not returned for evaluation.